Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for growth after cultivation 3 times. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The hygiene microbiological investigation report indicated the distal end unit of the scope were cultured and had no detection. The instrument / biopsy / suction channel of the scope was cultured and had no detection (0 cfu). The air/water channel of the scope was cultured and had no detection (0 cfu). The auxiliary water channel of the scope was cultured and had no detection (0 cfu). The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jan 25, 2024. Sampling from: distal end. Cfu: n.d. (No detection). Bacterial identification: n/a. Sampling date: jan 25, 2024. Sampling from: biopsy channel (ch). Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: jan 25, 2024. Sampling from: air/water ch. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: jan 25, 2024. Sampling from: auxiliary water ch. Cfu: 0 cfu/ml. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.